Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported air in line which was reproduced as a false air in line alarm. A review of the event history log identified multiple air in line alarm. The reported condition was verified. The cause was determined to be ultrasonic calibration values out of range . The ultrasonic sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.